Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "the patient was revised due to infection. Doi: unk ,dor: (B)(6) 2023, affected side: left knee" . The product was not returned to depuy synthes, however photos were provided for review. The photo/x-ray investigation revealed that there were no product problems observed with lcs comp rp insert lg+ 10mm. There was no indication that the reported adverse event was due to a device non conformance. The investigation did not confirm the reported event. The overall complaint was unconfirmed as the observed condition of the lcs comp rp insert lg+ 10mm would not contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot :the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to infection. Doi: unk, dor: (B)(6) 2023, affected side: left knee.